Event description:
Covidien rec'd a report of a n-560 for very low audio volume, and that the volume level could not be adjusted. The n-560 had been rec'd by the biomedical engineer with a note stating the n-560 was broken. No pt involvement reported. Biomedical engineer replaced the speaker for improved audio volume with restored adjustable volume levels.

Manufacturer narrative:
Covidien has requested that the customer return the speaker for evaluation.